Manufacturer narrative:
Fowler.

Event description:
It was reported by service report that the fowler was drifting down on the stretcher with patient weight. No patient involvement or adverse consequences are reported.